Event description:
Procedure performed: laparoscopic cholecystectomy. Cb030 was part of chole kit 32. No specific lot number for the individual cb030 was retrieved, however this was the material ID for the kit - 990003634 dr [name] was using our cb030 to make an opening in the cystic duct. Normally she is able to make a cut with the tips of the scissors, however when she went to cut the duct with the tip of the scissors, it seemed as if the tip was blunt and it didnt cut the duct, but compress it. She then opened the jaws wider and made the cut. Intervention: ni patient status: patient is fine, and completely unaffected.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: laparoscopic cholecystectomy. Cb030 was part of chole kit 32. No specific lot number for the individual cb030 was retrieved, however this was the material ID for the kit - 990003634 dr [name] was using our cb030 to make an opening in the cystic duct. Normally she is able to make a cut with the tips of the scissors, however when she went to cut the duct with the tip of the scissors, it seemed as if the tip was blunt and it didnt cut the duct, but compress it. She then opened the jaws wider and made the cut. Intervention: ni. Patient status: patient is fine, and completely unaffected